Event description:
Caller reported alarm 2 followed by alarm 26, with an occlusion event occurring earlier in the day. There was no reported impact to the customer's blood glucose level as it is unknown whether the bg exceeded any specific limit due to the caller's decision not to provide information. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin delivery. Technical support sent a new box of infusion sets to the customer, as no additional assistance was necessary.